Event description:
The report indicated that the customer's bg levels rose significantly within a couple hours of activating a new pod. Over the following nine hours, continuously high bg's were experienced (381-455mg/dl). Despite multiple bolus attempts, her levels would not successfully lower and the pod was deactivated. The customer reported that a kink was seen in the cannula, though no alarm was initiated. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.